Event description:
It was reported during a surgical procedure, not related to her scs, the physician nicked the pt's lead. The system remains implanted and the pt planned to leave her system turned off until a decision was made with the physician. No further info was available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.